Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. To resolve the issue, the customer changed infusion sets and cartridges. A systems check was completed and no issues were identified, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.